Event description:
Surgeon was using soft tip in sclerotomy site to release air during gas exchange. When soft tip extrusion cannula was removed, the silicone tip was left behind in the posterior segment of the eye. Surgeon then went into the posterior chamber to retrieve silicone tip with two intraocular forceps. Tip was removed from eye and the eye was closed as usual.